Manufacturer narrative:
The MFR evaluated the device and the event as reported by the customer was duplicated. A temperature error appeared on the console while trying to activate the device. There was corrosion located on the rotor of the device per visual inspection. Heating up can occur from corrosion. The corrosion causes debris build-up and lubrication loss. As lubrication is lost, or a component wears, there is an increase in friction between the two surfaces rubbing. This friction can cause two rubbing components to heat up. The rotor was replaced to repair the device. There were no relevant non-conformances, alerts, deviations, or rework related to this confirmed failure. There were no relevant design/process changes related to this confirmed failure.

Event description:
It was reported that the drill was overheating during an implant replacement procedure. A backup unit was used to complete the procedure. There was no medical intervention required and no delay in the procedure.